Event description:
Report received of an overdelivery of nitroglycerin. The customer contact indicated that the event was the result of an error in programming the device. The e.r. Nurse programmed the pump to deliver mcg/min in the dose calculation mode instead of the intended ncg/kg/min. As a result the pump delivered 250ml of nitroglycerin over an estimated 50 minutes. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.